Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the bolus totals for three days did not match. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/21/2017 with the following findings: the delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the tdd bolus history. The bolus history shows a bolus cancelled by the pump on (B)(6) 2017. At 11:39; where 2.5484u of a programmed 3.55u bolus was delivered. The bb for this date is not available. No alarms related to this recorded in alarm history at this time. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. No hypersensitive or stuck keys observed on the keypad. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. No eaw¿s occurred during testing. Unable to duplicate complaint of a pumps bolus totals calculating a >5% discrepancy during this investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.